Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unknown quantity of one-link devices were "too fat" when using the valve at hub. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.